Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the reported failure was determined to be component failure resulting from mechanical stress, including pulling, bending, torsion, and general wear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, chipping and cracking were found on the a-rubber adhesive, objective lens adhesive, and light guide lens adhesive of the visera hystero videoscope. There was no patient involvement.